Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Lot 33196790 manufacture date 04/18/2017. Lot 33219867 manufacture date 10/06/2017. Lot 33258064 manufacture date 05/23/2018. Lot 33359634 manufacture date 04/17/2020.

Manufacturer narrative:
Multiple MDR reports were filed for this event. MDR: 9610905-2021-00073. Possible part and lot numbers 24-015-30-71 lot: 33196790, 33219867, 24-015-20-71 lot: 33258064, 33359634.

Event description:
It was reported that plates broke due to patient coughing and necessitated removal of the plates.